Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013; 429688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for possible atrial fibrillation with rapid ventricular response. The shock did terminate both ventricular and atrial arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.